Event description:
Coil was placed in catheter and would not advance. Had to pull coil out and put a new coil in. Incident reported to supplier, rep [redacted] picked up failed product [redacted]. Report filled out by [redacted], ext [redacted].